Event description:
It was reported that customer received multiple cartridge alarms. Customer's blood glucose level was 130 mg/dl. Customer changed cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.